Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal of a tampon she noticed the edges were frayed and after removal upon wiping she had pieces of tampon on the tissue. She went to her doctor for an exam to see if any tampon pieces remained inside her. Doctor did not find any remaining tampon pieces. She was fine and did not experience any symptoms.